Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted (z syndrome) approximately 6 months post lens implant. There is also very tight fibrosis. The surgeon is evaluating treatment options. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received: the lens is scheduled for explant post-op patient appointment.